Manufacturer narrative:
The report of inoperable ipg was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of an unrelated surgery the patient reported having. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformance's noted that could have contributed to this issue.

Event description:
It was reported that patient¿s ipg did not communicate with external devices following an unrelated procedure. Reportedly, the ipg was not set into surgery mode prior to the procedure. Troubleshooting was unable to resolve the issue. Diagnostics revealed that the ipg entered the service app mode. As such, surgical intervention took place on (B)(6) 2024 where in the ipg was explanted and replaced with a new ipg to address the issue. Therapy was confirmed post-op.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
Corrected data: health effect - clinical code.